Event description:
It was reported that during an implant procedure, when attempting to implant the left ventricular (lv) lead, the coronary sinus was dissected. No drop in blood pressure or other symptom was reported. The lv lead was not installed and was not replaced. The procedure was completed and the patient was discharged home the same day.